Event description:
The clinician reports the implant was inserted b)(6) 2019 in ada 2. Details of surgery: no primary stability, implant surface not completely covered w/bone, ridge augmentation and immediate extraction site. On b)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.